Event description:
According to the reporter: the customer reports that the device could deliver only 4 clips. Another device was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4).